Event description:
It was reported that the patient¿s lead was replaced due to lead fracture. Reportedly, patient had 3 lead revisions due either migration, fracture or reason unknown (related manufacturer reference number: 1627487-2025-02004, 1627487-2025-02006).

Manufacturer narrative:
Date of event is estimated. Patient¿s weight is estimated. The UDI could not be provided because this device was manufactured prior to being assigned an UDI number. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Records indicates that there are filings under both device product code/ PMA numbers: gzb/p010032 and lgw/p010032.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.